Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. The lead was returned for analysis. Visual and x-ray examinations of the lead noted the inner coil was stretched/ damaged at the s-curve region consistent with procedural damage. The cause of the reported event was due to the damaged inner coil consistent with procedural damage. No other anomalies were detected.

Event description:
It was reported that there was an event where a guidewire had difficulty advancing into the left ventricular (lv) lead during surgery. The lv lead was not implanted, and a replacement was implanted instead. The patient was stable.